Event description:
The hcp reported that rotor study was performed and no rotor movement was noted. The rotor study was performed, as at a previous pump refill difficulties were encountered and only 4 ccs were injected into the pump. At the next refill, the full reservoir amoutn was aspirated (18 ccs). The hcp planned to repeat the rotor study to confirm initial finding. Final patient outcome is unknown; no patient symptoms were reported.